Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The quality controls were within acceptable ranges. A siemens customer service engineer (cse) was dispatched to the customer's site. There was "259" error which indicated the cuvette air pressure was low. This was resolved by replacing the diaphragm. The probe and loci alignments were verified, and the systems check was run and passed. The customer is not centrifuging the samples according to the tube manufacturer's instructions. The cause of the discordant, falsely elevated tni result is unknown. However, sample handling could not be ruled out as a contributing factor. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin-I (tni) result was obtained on a patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician(s). Quality controls were repeated and passed. The sample was repeated in triplicate on the same instrument, resulting lower. The repeat result of 0.00 was reported to the physician(s) as a correct result for the patient. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni result.